Event description:
It was reported that the ilet touchscreen became unresponsive during the fill tubing screen, preventing selection of the prompt to confirm visible drops, and the device continued to emit beeps despite attempts to resolve by removing the cartridge, refilling tubing, and performing a prolonged wake-button press and device restart. Symptoms included device alarms and user inability to interact with the screen. Outcomes included replacement of the device and instructions to continue cgm use independently until the replacement arrived. Investigation included internal case review and coordination for device exchange. Investigation of this case revealed a suspected touchscreen malfunction associated with the display or user interface component that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.